Event description:
Country of complaint: (B)(6). During a lymphadenectomy procedure a piece of ceramic broke off. The ceramic pieces where not found. No prolongation, no deviation to the schedule and no further patient injury. Reported that device was used twice prior. Device is sold as complete unit pm408r but is comprised of multiple components. Components that make complete device pm408r include: pm438r / jaw ins.bip.maryland diss.fen. Pm973r / insulated outer tube 5/5mm 310mm. Pm433r / jaw ins.bip.macro forceps d:5/310mm. Pm450r / handle for bipolar instruments. Pm438r / jaw ins.bip.maryland diss.fen.5/310mm.

Manufacturer narrative:
Reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.